Manufacturer narrative:
Novocure's opinion is that a contribution of the array placement to medical device site ulcer and wound infection cannot be ruled out. Contributing factors for medical device site ulcer and wound infection in this patient include: concomitant dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, chemotherapy and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with device use and was reported as an adverse event in the ef-14 trial of optune together with temozolomide (tmz) compared to tmz alone in patients with newly diagnosed gbm in the optune arm of the trial (<1%). Wound infection was reported in the optune/tmz in both arms of the trial (<1% and <1% in optune/tmz and tmz arms respectively).

Event description:
A (B)(6)-year-old male patient with newly diagnosed glioblastoma began optune therapy on (B)(6) 2021. On january 04, 2022, novocure received a report the patient developed a scabbed area on the scalp that fell off, and purulent discharge oozed from the affected area. On (B)(6) 2022, the spouse reported that on (B)(6) 2022, after spending 27 hours in the emergency room due to a scalp infection, he was transferred to surgery. Optune therapy was discontinued. Per the health care provider, the patient had a minimum of six weeks to recover. On (B)(6) 2022, the prescribing site nurse reported they were unaware of the complication. No causality assessment is available.